Event description:
It was reported that the patient was experiencing a loss of therapeutic effect and never having therapeutic effect. It was noted that it wasn't working right and was worse then it was the first time. (See manufacturer's report # 3004209178-2013-10353). It was noted it "doesn't do anything" and had been on all 4 channels and had been readjusted. The patient had concerns regarding MRI that needed to be done on her right ankle. The patient had a bad car accident prior to getting the stim therapy implant and CT scan doesn't reveal what they would see. It was noted that the patient had botox injection (B)(6) 2013 and the healthcare provider shut the machine off at that time. It was noted it was a 50/50 chance they would readjust or do botox, reporter wasn't sure. The botox didn't last after 4 months and on average was supposed to last 6-9 months. The patient had concerns regarding care provided by their healthcare providers and manufacturer's representatives. It was noted that the patient also had a sling and that "did the trick" for coughing sneezing (stress incontinence). Stim therapy wasn't working for the other reasons and had been turned back on. The patient felt she was back to square one. The patient noted she had done all settings and there were no more adjustments left to do. The patient was not sure if they did diagnostics. It was later reported on (B)(6) 2013 that the patient was still having concerns with their device or therapy but was working with their doctor or manufacturer's representative. It was noted that the patient was planning to have surgery to remove; "doesn't work". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v689338, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).